Manufacturer narrative:
New information was received stating the date should be (B)(6) 2012, instead of (B)(6) 2012 as reported in the initial medwatch report.

Event description:
The customer received questionable tina-quant hemoglobin a1c gen.2 (hba1c) results on their integra 800 analyzer. When the customer initially ran the patient samples, 2% of the patient results were delta flagged by the customer's data system. The flagged results belonged to patients known to the system to be diabetic. After the initial patient run, the customer replaced the reagent pack with a new pack from the same lot and repeated the samples. The customer provided data for 132 patients, of which 19 had discrepant results that had to be corrected. The first patient's bad hba1c result was 8.6%. The corrected result was 6.7%. The second patient's bad hba1c result was 8.1%. The corrected result was 6.2%. The third patient's bad hba1c result was 8.0%. The corrected result was 6.1%. The fourth patient's bad hba1c result was 10.1%. The corrected result was 8.3%. The fifth patient's bad hba1c result was 10.1%. The corrected result was 8.3%. The sixth patient's bad hba1c result was 8.1%. The corrected result was 6.4%. The seventh patient's bad hba1c result was 8.9%. The corrected result was 7.2%. The eighth patient's bad hba1c result was 8.3%. The corrected result was 6.3%. The ninth patient's bad hba1c result was 9.0%. The corrected result was 7.3%. The tenth patient's bad hba1c result was 9.8%. The corrected result was 8.1%. The eleventh patient's bad hba1c result was 7.6%. The corrected result was 6.0%. The twelfth patient's bad hba1c result was 9.6%. The corrected result was 8.0%. The thirteenth patient's bad hba1c result was 7.3%. The corrected result was 5.7%. The fourteenth patient's bad hba1c result was 9.8%. The corrected result was 8.2%. The fifteenth patient's bad hba1c result was 7.9%. The corrected result was 6.3%. The sixteenth patient's bad hba1c result was 8.1%. The corrected result was 6.5%. The seventeenth patient's bad hba1c result was 9.9%. The corrected result was 8.3%. The eighteenth patient's bad hba1c result was 8.9%. The corrected result was 7.3%. The nineteenth patient's bad hba1c result was 9.5%. The corrected result was 7.9%. The incorrect results were caught in time, so there were no adverse events. The hba1c reagent lot number was 63884101 and the pack serial numbers were (B)(4). It is unknown which result came from which reagent pack serial number. The expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).

Manufacturer narrative:
Reagent from the customer site was returned for investigation. Although a specific root cause could not be identified, testing showed the most likely explanation is an enzymatic reagent contamination of the r2 reagent by an unknown hydrolase. The problem observed in this case is not a general problem of reagent lot 638841. Approximately 30 additional reagent cassettes were tested internally, all of which were found to be normal. Similar complaints were investigated, and only 3 of a total of approximately 65000 cassettes have been identified to show this issue.